Event description:
The account alleged the side rail is hanging and has a broken weld. No pt impact.

Manufacturer narrative:
The account found the welding at the bottom of the side rail where the rotation arms drop is broken. The account replaced the side rail assembly to resolve the issue.